Event description:
It was reported to tyco healthcare/kendall on 12/11/2007 that a customer had a problem with a umbilical vessel catheter. The customer reports, that the patient (infant) had liver accumulation noted and abdominal x-ray revealed the same. The infant had a low lying uvc. The patient is recovering. No sample or lot number.

Manufacturer narrative:
Submit date: 01/08/2008. I spoke with dr. Today who stated, that the liver accumulation occurred between 6-10 days following the insertion. The protocol for this procedure on this ward did not include x-raying the patients following the procedure. They have now changed the protocol to x-ray, the patients following the insertion of uvc's in order to assure that the uvc is positioned above the diaphragm. Our iuf specifically state: "verify placement by radiology." An investigation is currently under way. Upon completion the results will be forwarded.